Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition, a complaint history review for this lot was completed. There were no complaints identified related to the reportable event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The root cause for the event was due to patient movement during implantation attempt. The omitted information was requested but was not provided. (B)(4)

Event description:
The surgeon reported that a trabecular micro bypass stent was implanted too shallow in the left eye. During retrieval the surgeon over grasped the stent so a backup stent was opened. When the surgeon attempted to implant the second stent the patient moved aggressively resulting in iris to get hooked on to the stent. The stent and inserter were removed from the eye and the iris came out with the stent. The istent procedure was aborted but finished the cataract case without further incident. Additional information has been requested.